Manufacturer narrative:
Concomitant medical products: 1258t lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to an infection or perhaps something wrong with the device. A follow up with the patient¿s healthcare provider yielded that the patient was admitted to the emergency room (ER) with fever, lethargy, and shortness of breath. The patient was noted to have an infection with (B)(6). There were no product performance issue with the crt-d system. The crt-d system was removed due to the infection and a new system was implanted. No further patient complications have been reported as a result of this event.